Event description:
Related manufacturer reference 3005334138-2015-00008. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A livewire ep catheter was placed in the coronary sinus and a tacticath quartz ablation catheter was used for ablation. While ablation was being performed on the right pulmonary veins in the left atrium with the tacticath quartz ablation catheter, the patient's blood pressure decreased and an increased heart rate was noted. An echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed with a pericardial drain left in place which stabilized the patient. The patient was discharged home two days later. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4). One 6f decapolar, livewire electrophysiology catheter was received for evaluation. Visual and functional testing were completed and concluded that no anomalies were noted. The catheter met sjm specification requirements of acceptable resistance values with no open or short circuits while the catheter was deflected, undeflected, and manipulated. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. The cause of the reported pericardial effusion was unable to be confirmed and may have been procedure related.